Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The evaluation confirmed that the sd card was unseated, causing the sd card fault. The root cause of the unseated sd card could not be positively identified. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment, or the patient's passing. Manufacture dates: monitor: 2/14/2018, belt: 8/16/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in the hospital and was being monitored by hospital telemetry at the time of passing. It was reported that resuscitation attempts were made on the patient. Review of the patient's download data revealed that prior to passing, the patient received a treatment from the lifevest. At 1:07:32 pm, the patient received a treatment from the lifevest. The patient's rhythm at the time of the treatment, and post-shock are unknown due to an sd card fault. The electrode belt was disconnected at 1:07:45 pm, and it was reported that the patient passed away around 2:30 pm. Reporting this event out of an abundance of caution as the appropriateness of the treatment is unknown.